Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this bio-console 560 required a battery replacement.the use of the instrument was unknown. There was no adverse patient effect reported with this event.

Manufacturer narrative:
Additional information b5: medtronic received information that prior to use of a bio-console 560 instrument, it was reported that the unit required a battery replacement. The use of the instrument was unspecified. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the customer required battery replacement due to the original battery dying. It was unknown how long the battery had been installed. Device evaluation summary: the reported battery issue was verified during service. Service technician observed reported issue. The issue was resolved by replacing the batteries. Preventive maintenance was performed as per specification. Note: the instrument was serviced in the field by a medtronic field service technician. The instrument was not returned to a medtronic facility. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.